Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse installed a new hettich centrifuge unit after the spark was emitted and it booted correctly. The cse checked the rotor positions and tightened the centrifuge alignments and buckets. The cse tested the centrifuge, which was spinning properly with no errors and temperature was maintained at 25° celsius. The cause of the spark being emitted from the hettich centrifuge unit is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A siemens customer service engineer (cse) was at the customer site to install a new hettich centrifuge unit of the advia workcell cdx system due to the temperature issues. After installing the centrifuge, the system was powered on and sparks were emitted from the left front side and tripped the breaker on the back of the centrifuge module. Burning smell was present in the laboratory. The sparking ceased when the system was unplugged. There are no reports of injury to staff, damage to property, or impact to patient samples.